Event description:
It was reported per medwatch mw5106784: report date pt reports that last night they woke up and found the pump had shut off. Pt made a whole new mill, switched pumps and was able to get remodulin to start infusing again. Pt thinks the pump may have been off for a couple of hours, but is not certain of how long they were without remodulin. Pt re- started remodulin at the same pump rate and has not experienced any issues. No side effects reported due to pt being off med for an unknown period of time. Patient believes issue was due to a malfunctioning cassette. Prescriber has not been notified. No other information known. No patient injury reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. A DHR review was conducted which indicated all inspections were completed and no issues were noted during manufacture.